Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device froze and would no longer run. It was not reported that there were delays to the planned surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed for thermistor assessment, the console displayed 47,000, the device run at a high rotations per minute (rpm) and there were nicks in the cord. Therefore, the reported condition was confirmed. It was determined that the thermistor was most likely damaged. It was determined that the console displaying at 47,000 and the high rpms was the result of a damaged motor. The nicks in the cord were due to allowing the cord to come in contact with a sharp object. The component damage was caused by immersion during cleaning, which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer additional information was obtained. The reporter clarified that the event occurred during a crani surgery. There were no delays to the planned surgical procedure as a spare device was available to complete the surgery successfully. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.